Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture. The customer¿s blood glucose level was 6 mmol/l. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.